Event description:
It was reported that the actual residual volume was greater than the expected residual volume, however the patient felt that they were getting "some relief" despite the volume discrepancy. No further information could be obtained. Additional information has been requested but was not available as of the date of this report.